Event description:
Healthcare professional reported "pain," "tenderness," and "palpation of more hardened parenchyma" in the right breast. Physician later reported "found the beginning of a contracture" baker grade unknown. Patient reported "seroma". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, seroma, and capsular contracture baker grade unknown.